Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy, capsular contracture and pain, are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture baker grade unknown, pain, rupture, gel bleed and silicone migration.

Event description:
Healthcare professional reported "breast pain¿, ¿rupture¿, ¿fluid vesicles within the silicone¿, ¿pain¿, ¿reaction of the axillary lymph node¿, ¿capsular contrature, baker grade unknown¿, ¿showing siliconomas¿ and ¿mild irritation at the sternoclavicular joint¿. This record is for the right side. Device was explanted.